Event description:
It was reported that the cartridge was leaking from an undefined location. There was no reported impact to the customer¿s blood glucose level. Customer declined additional follow up with support and no further corrective actions were documented.